Manufacturer narrative:
(B)(4). Follow up for device evaluation a small black speck was reported. To support the investigation, one sample without a blister package was received by the quality team for evaluation. Visual inspection confirmed a dark colored speck at the bottom of the syringe barrel. The speck measures approximately 1 64 inch and is not embedded in the barrel. Due to the particles small size, compositional analysis was not feasible. No other defects or imperfections were observed.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported by the customer that small black speck found inside a stock syringe.